Event description:
Hospital called to confirm customer's identity. Caller stated that customer was in a vehicular accident and they are unable to identify her. Caller called number on the insulin pump for assistance. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.